Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls were within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse replaced reagent 2 (r2) syringe tips, r2 tubes, r2 probe, and sample probes. The cse also performed alignments and adjusted the sample tube depth alignment, which resolved the issue. Then, the cse ran a system check and precision study, which recovered acceptably. The cause of the discordant, falsely low tshl results is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required. Siemens also filed MDR# 2517506-2019-00200 for this event.

Event description:
A discordant, falsely low loci thyroid stimulating hormone (tshl) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was flagged with assay range and was not reported to the physician(s). The sample was repeated on an alternate dimension exl instrument, resulting higher. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low tshl result.